Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the fast fix t2 implant did not trigger. T1 of the device was left secure in the patient. The procedure was successfully completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection showed the device was received in the original box with the matching lot number on the label. The t1, t2, and suture were not received. The actuator is in the pre-t2 position. Bio debris is present. A functional evaluation showed the device cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the failure include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).